Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: iol was rotated inside the cartridge and the rod passed over the cartridge as reported. The volume of used viscoelastic appeared to be sufficient. Dimensional check found no irregularity on injector or iol, all met criteria. Lens work order search: no similar complaint types reported for units within the same lot. No irregularity found during visual inspections, the product was without any manufacturing irregularity, and the return rate is at normal level. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to insert a ks-ni2 intraocular lens, diopter +13.5, the lens was unable to be injected. The surgeon states the lens was handled according to instruction and the "lens started not moving smooth at the tip of triangle part and finally the rod passed over the iol." This occurred on (B)(6) 2017.